Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2105001. Medical device expiration date: 2022-10-31. Device manufacture date: 2021-04-28. Medical device lot #: 2107002. Medical device expiration date: 2022-12-31. Device manufacture date: 2021-07-09. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ catheter-tip syringes leaked. The following information was provided by the initial reporter: " are leaky when completely filled."

Event description:
It was reported that bd plastipak¿ catheter-tip syringes leaked. The following information was provided by the initial reporter: " are leaky when completely filled."

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2105001. Medical device expiration date: 2022-10-31. Device manufacture date: 2021-04-28. Medical device lot #: 2107002. Medical device expiration date: 2022-12-31. Device manufacture date: 2021-07-09. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/5/2022. H.6. Investigation: two samples received for investigation. Upon visual inspection, barrels of both syringes do not present any kind of damage that could have lead to the defect noticed by customer. However it can be observed one of them has the bottom of the catheter tip broken, impeding the performance of the leakage past the stopper test. Stopper is correctly assembled in both devices and no other visible defect can be observed in any of them. Leakage test was performed, leakage occurred on syringe with tip broken. A device history review was performed for reported lot 2105001, 2107002 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Possible root cause for damage in the bottom of the tip observed in one of the syringes can be produced due to a hit during manufacturing process or during use of the syringe as a result of traction force applied to the tip.

Event description:
It was reported that bd plastipak¿ catheter-tip syringes leaked. The following information was provided by the initial reporter: " are leaky when completely filled."